Manufacturer narrative:
The complaint investigation included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Performance of reagent lot 11147fn00 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 11147fn00 for reactive samples is within the established control limits, therefore, the performance of the lot is acceptable. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 11147fn00 did not identify any issues associated with the complaint issue. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect hbsag assay, lot number 11147fn00 was identified.

Manufacturer narrative:
Patient identifier: sid (B)(6). All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect hbsag results on one patient who tested (B)(6) in (B)(6) 2020 and is currently undergoing treatment. The results provided were: sid: (B)(6), (B)(6)2020: initial result = nonreactive (0.00 iu/ml), retest result = nonreactive (0.00 iu/ml) (less than 0.05 iu/ml = nonreactive), previous result from (B)(6) 2020 was (B)(6) confirmation test. No impact to patient management was reported.

Manufacturer narrative:
This MDR is being submitted to correct section d2b procode: from ksj to lom.